Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental report. Method, result, and conclusion codes will be made available following an engineering evaluation.

Event description:
It was reported that ... "During the procedure, while the surgeon was screwing the blocker, the tulip is broken. The broken screw has been removed and replaced with a new one."

Manufacturer narrative:
The screw was not returned for inspection. An investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. No other additional information was made available and further investigation cannot be performed. No product return.

Event description:
It was reported that .. "During the procedure, while the surgeon was screwing the blocker, the tulip is broken. The broken screw has been removed and replaced with a new one."